Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/10/2017. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the drain broken or cut with an instrument? No information if it was cut or broken with an instrument. Did this occur intra-operatively? Yes. How was the issue addressed? No information. Was there a need for re-operation of was the drain replaced/addressed during same procedure? No.

Event description:
It was reported that the patient underwent an orthopedic surgical procedure for scoliosis on (B)(6) 2016 and the drain was implanted. During the procedure, after the drain was inserted into the patient¿s body, a doctor pulled the drain to adjust the position of the drain end to the target position. At that time, the connection part between the drain and the trocar needle was cut. It is unknown if it was cut or broken with an instrument. There were no adverse consequences reported.

Manufacturer narrative:
Received a drain and its trocar; the trocar is broken off the drain in the connection area. The trocar barbs have sharp ribs. If pulled under sharp angle, the drain can touch a barb's rib and be cut. The part does not deviate from its specification.